Event description:
It was reported that the patient had open heart surgery and post-op a femoral arterial catheter was inserted without difficulty. The patient was subsequently discharged. Approximately one year later, the patient was re-admitted to the hospital due to ongoing peripheral vascular disease. It was discovered that a guide wire was in the patient's aorta extending to a location that implied a femoral insertion site. On removal, the guide wire appeared to be fully intact. There were no additional patient complications.